Manufacturer narrative:
Vyaire medical file identification(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that leak was found on the low-pressure side on the laptop ventilator 2150. The customer confirmed there was no patient involvement associated with the reported event.

Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.